Event description:
Co's rep is reporting that during a shoulder repair the expressew suture passer was unable to deploy the suture passer needle. The case reverted to an open procedure and the case was completed successfully without further incident.

Event description:
The co rep is reporting that during a shoulder repair the expressew suture passer was unable to deploy the suture passer needle. The case reverted to an open procedure and the case was completed successfully without further incident.